Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia after an on-device alert indicating ¿unable to proceed, try again in 5 minutes,¿ following a cartridge change, which led to a two-hour disconnection and subsequent manual insulin injection with a pen. Symptoms included elevated blood glucose. Outcomes included temporary disruption of automated insulin delivery requiring back-up therapy administered with assistance from a caregiver, without medical intervention or hospitalization. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no definitive device malfunction and an unclear cause of the hyperglycemia. It was concluded that the event was hyperglycemia with cause unclear and that the user stabilized after reconnection guidance and back-up insulin use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.